Event description:
The physician was performing a robotic right lower lobectomy using davinci xi. During the stapling portion of the procedure, while using the robotic stapler, there was a stapler misfire where only part of the stapler fired. Physician asked for the endo gia stapler to finish stapling the bronchus. A davinci rep was present during incident. The stapler was removed from service and a manual stapler used to complete the stapling. The patient has sustained no obvious injuries and remainder of procedure was uneventful. The stapler still has 25 of 50 lives remaining. Lot # for endowrist stapler 45 reload is m10151217 exp:12/31/2017.